Event description:
The idc -interlocking detachable coil was inserted into a catheter, resistance was felt. It was difficult to advance or pull the subject device. The subject device separated at the hub of the catheter during removal. No complications with the pt were reported to have occurred during this event.

Manufacturer narrative:
H.10 : the subject device has not yet been returned to the manufacturer for analysis.